Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the dilator was split open after attempting to insert. The issue was identified during use on patient. There was no reported patient harm or consequence.

Event description:
It was reported that: the dilator was split open after attempting to insert. The issue was identified during use on patient. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer returned one dilator and product lidstock for analysis. Definite signs of use were observed within the distal tip. Visual analysis revealed that the distal tip was frayed and torn. The appearance of the damage is consistent with the application of undue force. The overall length of the dilator measured 5 7/16", which is within the specifications of 5 1/4"-5 3/4" per product drawing. The dilator inner diameter at the proximal end measured 1.4224mm, which is within the specifications of 1.40mm - 1.47mm per dilator graphic. The inner diameter of the dilator at the distal tip could not be measured due to the damage. Functional inspection of the dilator was performed per the instructions for use (IFU) provided with the kit which states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A lab inventory guide wire was threaded completely through the returned dilator with little to no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, " do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of dilator tip damage was confirmed through investigation of the returned sample. Visual analysis revealed that the tip appeared frayed and torn. The appearance of the damage is consistent with undue force applied during an attempted insertion. Despite this, the dilator passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.